Manufacturer narrative:
After the event, the installation was inspected by the device owner (a third party company) and also arjo technician. Photographic documentation was gathered. The posts shown signs of wear as the parts of the installation were manufactured in 2013 and the ceiling lift ¿ in 2007. One of the ceiling plates neoprene pads (which take part in stabilizing the posts) was partially detached. It is unknown if this failure occurred before or during the event. The ceiling plates itself were found to be wobbly. It could indicate that the locknut that prevents the fastener from loosening could have been unscrewed or loosened over time (installation was being used by a third party company for rental). Easytrack system 2-post assembly instructions for use (document number (B)(4)) which is delivered with each portable installation, give guidelines how to check, install and test the installation prior use. ¿before you install the easytrack: carefully inspect product upon arrival. If any pieces are missing or appear damaged ¿ do not install. Contact your local distributor for further instructions.¿ ¿do not install product if neoprene on top or bottom plate appears to be damaged or absent.¿ taking into consideration that this was the first use after assembly of the system at this customer, the most likely root cause seems to be incorrect preparation of the installation for use. The easytrack and voyager portable ceiling lifting system was being used with a patient at the time of the event and played a role in the reported event. The installation did not meet manufacturer¿s specification. No injury occurred. The complaint was decided to be reportable in abundance of caution, due to reported easytrack installation collapse during use.

Event description:
Arjo was made aware of an event with arjo voyager portable ceiling lift and easytrack portable installation involvement. Bariatric patient was raised from the recliner with assistance of 4 caregivers. After over one minute, the easytrack rail detached from the post. The resident fell between the recliner and the bed. The falling rail hit the resident on the head and the left shoulder. An ambulance was called and the resident was taken to hospital where a computerized axial tomography scan was carried out. No injuries were reported.

Manufacturer narrative:
On 15 january 2021 arjo was informed that the patient was admitted to the hospital and suffered the following injuries: swelling and pain in right arm, headaches, bruising to face near nose, nausea, cognitive problems and anxiety. After receiving these additional information arjo became aware that the patient sustained a serious injury, therefore investigation update and follow-up report to the authorities is necessary. Investigation conclusions remain unchanged. Arjo was made aware of an event with arjo voyager portable ceiling lift and easytrack portable installation involvement. Bariatric patient was raised from the recliner with assistance of 4 caregivers. After over one minute, the easytrack rail detached from the post. The resident fell between the recliner and the bed. The falling rail hit the resident on the head and the left shoulder. An ambulance was called and the resident was taken to hospital where a computerized axial tomography scan was carried out. No injuries were reported. After the event, the installation was inspected by the device owner (a third party company) and also arjo technician. Photographic documentation was gathered. The posts shown signs of wear as the parts of the installation were manufactured in 2013 and the ceiling lift ¿ in 2007. One of the ceiling plates neoprene pads (which take part in stabilizing the posts) was partially detached. It is unknown if this failure occurred before or during the event. The ceiling plates itself were found to be wobbly. It could indicate that the locknut that prevents the fastener from loosening could have been unscrewed or loosened over time (installation was being used by a third party company for rental). Easytrack system 2-post assembly instructions for use (document number (B)(4) which is delivered with each portable installation, give guidelines how to check, install and test the installation prior use. ¿before you install the easytrack: carefully inspect product upon arrival. If any pieces are missing or appear damaged ¿ do not install. Contact your local distributor for further instructions.¿ ¿do not install product if neoprene on top or bottom plate appears to be damaged or absent.¿ taking into consideration that this was the first use after assembly of the system at this customer, the most likely root cause seems to be incorrect preparation of the installation for use. The easytrack and voyager portable ceiling lifting system was being used with a patient at the time of the event and played a role in the reported event. The installation did not meet manufacturer¿s specification. The complaint was decided to be reportable in abundance of caution, due to reported easytrack installation collapse during use. Based on information provided on 15 january 2021, the patient sustained serious injury.